Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. Correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was 10june2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the light-emitting diode (led) lightning failed due to front panel unit failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the high flow insufflation unit exhibited a malfunction of the light-emitting diode (led) indicators. There were no reports of patient involvement.